Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4, h4, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. A model number was not provided therefore a20905a was selected as a representative device. The b3 event date is june 2025.

Event description:
It was reported that during a cystoscopy, transurethral resection of a bladder tumor, laser cystolitholapaxy, a broken tip of the obturator was found inside the bladder. The broken tip of the device was removed from the patient. No patient harm was reported. The retrieval method and the actual model number of the device used during the event was not made available despite multiple attempts to gain additional information from the customer.